Event description:
During an endoscopy procedure the physician used a wilson-cook web extraction basket to facilitate removal of a stone from the common bile duct. The physician altempted to remove the impacted basket from the stone and the drive wires of the basket broke. Extraction of the stone was unsuccessful. The patient was sent to surgery to remove the impacted stone. Post surgery no information regarding patient's condition was available from the facility.